Event description:
Reporter stated that the customer ate breakfast and obtained a result of 80-89 mg/dl on the aviva system. Reporter stated the customer was found unconscious and the paramedics were called. Reporter stated that 15 minutes after the customer's result, the paramedics obtained a 14 mg/dl on their system and treated the customer with glucose intravenously in the ambulance. Reporter stated the customer was hospitalized for 3 days. No other actions were reported taken or treatment received. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.